Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the ultrasound (us) controller printed circuit board (pcb) was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. No further information was able to be obtained regarding the handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens implant procedure there was a loss of phacoemulsification power and there is constant occluding. The handpiece and tip were exchanged with no resolution to the issue. The case was completed as planned. There was no harm to the patient.